Event description:
It was reported that the right ventricular lead had a high threshold. The lead was capped and partially explanted. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment was returned, analyzed, and no anomalies were found. It was also noted that the outer tubing overlay had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression.